Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Blisters are a common occurrence in wound management, most typically resulting from minor friction in areas where there is a lot of movement e.g. Joints, or from dressing removal. Blisters of this nature that do not result in significant wound deterioration, scarring or require medical or surgical intervention to prevent serious injury are considered not reportable pursuant to 21 c.f.r. Part 803.

Event description:
It was reported that, after procedure, blistering appeared under the pico dressing of a patient, mostly in the area of the securing strips. The serous fluid filled blisters have been noted within millimetres inside the fixation border and are approx. 3cm long x 0.5cm wide. The procedure was completed without a significant delay using a competitors device. No other complications were reported.